Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced a return of symptoms about a year ago, sometime between (B)(6) 2018 and (B)(6) 2019, and has been self-cathing since then. The patient said that she moved (B)(6) 2019 (a request was sent to update the patient's contact information) and couldn't find the patient programmer (pp). She came across the pp and decided to try to connect to the implant. The patient put in different batteries; however, she was unable to connect. The patient said she didn't know how old the batteries that she was using were. The patient was unable to connect with or without the antenna during the call. Patient services reviewed possible end of service (eos) due to the age of the implant. The patient was redirected to follow up with her healthcare provider, as the last time her implant was checked was right before she moved. The patient indicated that since she had moved, she hadn't looked for a new healthcare provider and requested listings. Patient services information for a healthcare provider in the area. No further complications were reported.